Event description:
A patient reported a pain level of 8. The patient enter into a 3-4 week resting period in week #6 as the patient had mobility concerns and the doctor dental sugery (dds) has concerns regarding bone health, root resorption, and the patient's ability to make planned movements.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.